Event description:
It was reported that during drug eluting stenting treatment procedure, the stent shaft broke. In 2004 while advancing the taxus express2 2.75 x 28 mm drug eluting stent to an unknown lesion, the shaft broke. A taxus express2 3.0 x 32 mm was then advanced but was unable to cross the lesion. There were no reported pt complications.